Manufacturer narrative:
Device eval. The device has not been returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The tubing blew off the injector under pressure. There was spray of contrast. No harm or injury was reported. The customer reported two defective devices but did not provide info or clinical details for the additional event. Therefore, this single form FDA 3500a report will be submitted for this complaint.